Event description:
Patient using on-q expired. Surgery was 3 days prior to death for tah due to early cervical cancer. Patient discharged and went home 2 days after surgery. Pump was scheduled to be removed on the day they deceased. Full autopsy was done and it is unknown at this time what was the cause of death.